Manufacturer narrative:
Additional information: g3 correction: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days after a dog spay on (B)(6) 2025, the suture material snapped. Upon further investigation, it was found that both knots were intact, but the suture material had ruptured in the middle of the continuous suture line. It was suggested that the rupture could have been due to the dog overexerting itself, although this was an unusual occurrence. The issue resulted to herniation. The surgeon was able to feel two sides to internal muscle with gap. The canine patient was reoperated to resolve the issue. The surgeon repeated the general anaesthetic, laparotomy, freshening of linea alba/abdominal wall wound to allow closure with replacement suture material. The hospitalization was extended.

Event description:
It was reported that after a dog spay, the suture material snapped. Upon further investigation, it was found that both knots were intact, but the suture material had ruptured in the middle of the continuous suture line. It was suggested that the rupture could have been due to the dog overexerting itself, although this was an unusual occurrence. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: e1 (phone number) h3 evaluation summary: medtronic conducted an investigation based upon all information received. Seventeen representative samples sealed with their appropriate packaging were returned and available for evaluation. The evaluation found no potentially contributing factors. It was reported that two days after a dog spay, the suture material snapped. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.